Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dual lumen peripherally inserted central catheter (PICC). The customer reports that after 11 days dwell time the catheter fractured near the hub. The PICC was noted to be leaking with a dressing change and the exact location where the leak was observed was not reported by the rn who removed the PICC. Povidone iodine with two consecutive applications using swab sticks was used to clean the skin area prior to insertion. The area was allowed to air dry. It was not difficult to handle the catheter during insertion and was not difficult to secure. The PICC was inserted (B)(6) 2014 in the right upper extremity, median vein, above the antecubital fossa. The customer reports continuous infusion through both lumens; no intermittent flush. Site care was performed using povidone iodine and sterile saline. The PICC was removed on (B)(6) 2014 and was replaced with a 1.9 fr dual lumen PICC.

Manufacturer narrative:
Please see the below investigation summary: the lot number provided by the customer is not valid. The lot numbers manufactured by this location has ten digits; therefore, it is not possible to perform a device history record (DHR) review. The event description stated: the customer reports that after 11 days dwell time the catheter fractured near the hub. The product sample was returned. The sample consisted of one 1.9 fr dual lumen PICC catheter. Visual inspection was performed and was found the catheter was cut about 3 cm below the butterfly and presented a hole on the catheter of secondary extension. The primary extension of the catheter did not present a hole. Functional underwater test was required and maximized photos were required by optical vertex. The event description declares that the catheter functioned as intended during approximately 11 days; therefore, it is more likely that the device was damaged during that time. Moreover, the hole present caused a gross leak which would be identified during assembly operations. Manufacturing performs 100% pressure testing during production. The reported issue has been confirmed. With the available information, the most probable root cause could be considered as misuse (sharp objects), according to the complaint description the catheter had been used and was most likely damaged during use. No additional actions are required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.